Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving a dose of 500mcg/day at a concentration of 500mcg/ml of fentanyl via an implantable infusion pump for non-malignant pain. It was reported that the pump was in safe state on (B)(6) 2016 at 12:50pm while the patient was at home. The healthcare professional (hcp) was able to update the pump out of safe state (minimum rate) to 250mcg/day. Hcp will recheck the logs and possibly increase dose again prior to patient leaving clinic. The pump was audibly alarming with a critical alarm every 10 minutes when the patient came into the clinic. The patient reports being nauseous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.